Event description:
It was reported that the manufacturer representative was in a case and they were closing up a patient. They were doing an impedance check and 0 and 1, 1 and 2, and 2 and 3 had impedances greater than 4000 ohms. The health care provider (hcp) took the lead out, wiped it off, and put it back in and they could see it looked seated correctly. They ran impedances again at 1.5v and 300 pulse width and it showed greater than 4000 ohms on case and 1, case and 3, 0 and 2, and 0 and 3. The hcp once again took the lead out, wiped it off, put it back in, and impedances were run at 2 v and 360 pulse width and pairs 1 and 2 and 1 and 3 were greater than 4000 ohms. The implantable neurostimulator (ins) was in the pocket and the setscrew looked fine and the patient had great motor response. The hcp wanted to try another ins so the manufacturer representative had to go to their car to get one. The manufacturer representative would call back with updates after the case. The ins was replaced with a different ins and it would be returned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v807715, implanted: (B)(6) 2011, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that every contact was greater than 4,000 ohms in the operating room. The lead had not fractured. The patient was doing well.